Manufacturer narrative:
H6. The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that 25 mins after a coronary artery drug eluting stenting treatment procedure in-stent thrombosis occurred. The pt initially presented with chest pain and st elevation myocardial infarction (mi). The pt was brought to the cardiac catheterization lab and the right femoral artery was accessed using an unspecified 6french introducer sheath. A non-bsc guide catheter was advanced and angiography was performed which revealed the right coronary artery (rca) was totally occluded. Left ventriculography could not be performed because after the catheter was introduced into the ventricle, the pt developed ventricular tachycardia and shocked at 200j with conversion. A non-bsc guide catheter was advanced and a non-bsc guidewire was advanced past the target lesion to the distal portion of the vessel. A non-bsc 2.50x12mm dilatation catheter was then advanced to the lesion site and the vessel was dilated to 10 atm. Next, a taxus express2 3.00x24mm drug eluting stent (des) was advanced to the mid rca and deployed at 12 atm. Then, a taxus express2 3.50x24mm des was advanced to the proximal rca and deployed at 12 atm. The stents were post-dilated with the delivery balloon at 12 atm. The procedure was completed and the pt was returned to her room. Approximately 25 mins later, the pt experienced chest pain and st elevation was seen on EKG. The pt was returned to the cath lab and angiography revealed a thrombus present in the taxus express2 3.00x24mm stent that was previously placed. A non-bsc guide wire was easily advanced past the thrombus and a rio aspiration catheter was used to remove the debris. Additionally, there was suspicion of a flap at the distal end of the stent. A taxus express2 3.00x12mm des was advanced to cover the area and deployed at 9 atm and 14 atm. The stent was post-dilated with a non-bsc 3.00x15mm dilatation catheter at 10 atm. In addition to the stenting procedure, a non-bsc temporary pacemaker was implanted in the pt. The procedure was completed and the pt was returned to her room in stable and satisfactory condition. During the procedure, the pt received fentanyl, phenergan, angiomax, atropine and reopro. The pt is to begin using plavix, carvedilol and protonix post-procedure. No further pt complications were reported.